Event description:
The customer received device reading of 225 mg/dl for their blood glucose. They dosed insulin based on the reading. They looked like they were having a low blood sugar, device reading was 129 mg/dl. The fire department was called and their device read 38 mg/dl. Customer was given a glucose IV. Requested return of suspect device for evaluation and replacement product sent. Controls were not used on the system.